Manufacturer narrative:
(B)(4). Date sent: 04/18/2016. (B)(4).

Event description:
It was reported that during an open distal gastrectomy, the device loading the reported reload was locked out on the way of the second firing on the gastric body. The deployed staples of the proximal end were formed in lumbricoid shape. Another cartridge was loaded into the same to complete the case. There were no adverse consequences to the patient.